Manufacturer narrative:
The lead remains in service with increased pacing outputs. As no further information concerning this report is expected at this time, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient presented to the emergency room complaining of dizziness and syncope. It was determined that the right ventricular lead was not capturing due to elevated threshold measurements. The sales representative increased pacing outputs and noted the next step would be doing blood work to try and understand the patient's electrolytes. It was noted that the increase in thresholds may be due to the patient's chemistries.